Event description:
It was not possible to irrigate the valve. Something was blocked in the adjusting mechanism. Procedure was performed successfully with same like device. Event occurred prior to use on the patient. E-mail received from the affiliate on (B)(4) 2012 informed that there was no delay greater than 30 minutes in surgery. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was irrigated with purified water, an occlusions was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet in front of the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again and the flow was normal. The catheters were irrigated and the flow was normal. The valve was dried. The valve was tested for programming and failed. The valve was then pressure setting 3 failed. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris / dried saline were found on the spring, on the ruby ball, on the cam mechanism, and on the cam mechanism pillar. A review of the history device records confirmed the valve conformed to the specifications prior to distribution. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.